Manufacturer narrative:
An event of premature separation was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible rotation of the delivery cable during advancement led to the device disengaging; however, this could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 14-12mm amplatzer duct occluder was selected for implant on (B)(6) 2024, using an 8f amplatzer torqvue delivery system. The defect was measured as 7mm in diameter and 9mm in length via transesophageal echocardiography (tee). The devices were prepared per IFU. Echocardiogram and fluoroscopy were used during the procedure. During implant, the cable connection was checked prior to deployment. While deploying the device, it was observed through fluoroscopy that the device prematurely detached from the delivery cable. The device embolized into the descending aorta. The device was snared via transcatheter snare and removed from the patient. A new 16-14mm amplatzer duct occluder and 8f amplatzer torqvue delivery system were used to complete the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.